Manufacturer narrative:
Continued. Section e: phone: (B)(6). Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information indicates the device was not uncoiled prior to handle manipulation. Attempted handle manipulation while the device is coiled can result in increase resistance during advancement or retraction. Prior to distribution, all memory eight wire baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. This observation occurred prior to use. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During preparation to remove sludge inside the bile duct, the physician selected three (3) cook memory eight wire baskets. It was reported that when the nurse tested the basket before insertion, it did not work. [Unable to retract the basket]. This occurred prior to patient contact; there was no patient impact.